Manufacturer narrative:
Product event summary: the sheath, flexcath advance 4fc12 with lot number 85831-65, and data files were returned and analyzed. The data files showed a system notice unrelated to the reported sheath issue. When a test catheter was introduced into the sheath, air aspiration was reproduced. Visual inspection showed the hemostatic valve was leaking and torn. In conclusion, the reported issue of air ingress has been confirmed through testing and the sheath failed returned product inspection due to leaking hemostatic valve.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a cryo ablation procedure when the sheath was advanced into the patient, air was removed from the side port after the dilator was removed. The physician felt that there was more air than usual and elected to replace the sheath. The procedure was continued and a system notice was received indicating that the refrigerant delivery path was obstructed. The coaxial umbilical cable was reconnected which did not resolve the issue and the cable was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.